Event description:
The customer reported to olympus, a microbiological culture was performed on the evis lucera elite colonovideoscope. Several attempts were made to clear the microbial growth in the scope without success. On august 8, 2022, the biopsy water channel tested positive for three (3) colony forming units (cfus) of microbacterium paraoxydans. The auxiliary water channel, suction water channel, and environmental swab tested negative. On august 12, 2022, the biopsy water channel tested positive for two (2) cfus of microbacterium paraoxydans. The auxiliary water channel tested negative. On august 16, 2022, the biopsy water channel tested positive for seven (7) cfus of microbacterium paraoxydans, one (1) cfu of bacillus simplex, and one (1) cfu of chryseobacterium indologene. The scope was not used on a patient. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. The facility used a wassenburg automatic endoscope reprocessor (aer) to clean the scope. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. No bacteria were detected. The results obtained complied with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the plug unit had impact points. The bending section cover adhesive was peeled off. The red ring from the suction cylinder was missing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted however, those defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.